Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse found that the second pipette tray was not being fully pushed down, which caused a collision with the tip count sensor. This would not allow the tray to go into home position. When the second pipette tray was fully pushed down, there were no further error messages. The instrument operated as intended. There was no further action required by fse. The instrument was installed on (B)(4) 2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the install date (B)(6) 2018 through aware date (B)(6) 2018. There was one other similar complaint found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4231] reag/tip-x home detect error cause: the home sensor s090 failed to be activated after the reagent loader moved toward the home position. No further operation will take place. Action: remove the impediment or other cause of the error. Check s090 and pm090 for a possible malfunction. The most probable cause of the 4231 reag/tip-x home detect error was the second pipette tray was not fully pushed down by the customer.

Event description:
The customer was getting error 4231 reagent/tip-x home detect with the aia-900 instrument. There were no visible obstructions noted by the customer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lhii) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.